Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 75 mg/dl and 403 mg/dl. No adverse event reported. Test strips have not been returned. Requested return of suspect device for evaluation and replacement was sent.